Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator failed on a patient and displayed the error message "vent failed use alternate source of ventilation.". The device was available for evaluation. The medtronic field service engineer (fse) inspected the device and was able to determine the ventilator did enter into buv during patient use at the time of the reported event. Additionally, the ventilator also failed the extended self-test (est) and entered into the ventilator inoperative status during the fse visit. The fse determined that the exhalation module assembly requires replacement and is awaiting the part. A supplemental medwatch report with the full evaluation/findings will be submitted once the evaluation is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this 980 ventilator failed on a patient and displayed the error message "vent failed use alternate source of ventilation." Patient was removed from the ventilator, was manually ventilated, and placed on an alternate ventilator with no injury reported. From communication with the field service engineer (fse), the ventilator entered into buv (backup ventilation).

Manufacturer narrative:
Correction to section b3: date of event estimated based on date of diagnostic codes in ventilator logs. Correction to section h6 component code. H3 device evaluation summary: additional information due to completion of repair medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator failed on a patient and displayed the error message "vent failed¿use alternate source of ventilation.". The device was available for evaluation. The medtronic field service engineer (fse) inspected the device and was able to determine the ventilator did enter into buv (backup ventilation) based on diagnostic codes found in ventilator logs at the time of the reported event. Additionally, the ventilator failed the extended self-test (est) and entered into the ventilator inoperative status during the fse visit. Based upon the est failure, the fse replaced the exhalation valve assembly. The ventilator passed all testing per manufacturer specifications at the time of service and was returned to the customer. The cause of the reported event was isolated in the field to a potential fault the exhalation valve assembly. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this (B)(6) ventilator failed on a patient and displayed the error message "vent failed use alternate source of ventilation.". The device was available for evaluation. The medtronic field service engineer (fse) inspected the device and was able to determine the ventilator did enter into buv during patient use at the time of the reported event. Additionally, the ventilator also failed the extended self-test (est) and entered into the ventilator inoperative status during the fse visit. The fse determined that the exhalation module assembly requires replacement and is awaiting the part. A supplemental medwatch report with the full evaluation/findings will be submitted once the evaluation is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this 980 ventilator failed on a patient and displayed the error message "vent failed use alternate source of ve ntilation." Patient was removed from the ventilator, was manually ventilated, and placed on an alternate ventilator with no injury reported. From communication with the field service engineer (fse), the ventilator entered into buv (backup ventilation).